Event description:
In a literature report the investigators reported that hypotony (iop < 6 mmhg) was observed in 13 eyes (5.2 %) during the first week after surgery but required a postoperative intervention only in three cases. This report is for the three patients that required a postoperative intervention. This is the second of three reports being filed for this literature report.

Manufacturer narrative:
Citation: c mariotti, e dahan, m nicolai, l levitz and s bouee. Long-term outcomes and risk factors for failure with the ex-press glaucoma drainage device. Eye (2014) 28, 1-8. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).